Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned

Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2008. Later patient experienced mental and physical pain, permanent injury, physical deformity, has undergone and will undergo corrective surgery or surgeries.